Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The camera engagement was fixed, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report that the camera was "flipping or rotating on its own. It was determined that the camera was installed backward. After correcting the camera engagement, the issue was resolved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the initial installation of the camera after the ports were placed. Upon installation, the camera began its system checks and rotated on its own. After completing these checks, the image flipped upside down and did not self-correct. The image was confirmed to be inverted, and the system arms exhibited reversed control, where moving the master in one direction resulted in the instrument moving in the opposite direction. There was no uncontrolled motion beyond the initial rotation. The surgeon confirmed the desired orientation during installation, and there was no detailed review of the system interface regarding the image orientation indication. The endoscope and its adapter/base remained engaged and attached, with no observed damage or missing components.